Manufacturer narrative:
Product analysis: it was found that the ventricular output dial was not working. The dial's encoder switch assembly was found to be out of mechanical specification. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned from loan, and subsequently tested out of specification. There was no patient involv ement.